Event description:
The customer received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results on their e601 analyzer. The customer provided data for two samples from one patient with fpsa results greater the tpsa results. The first sample's initial tpsa and fpsa results were reported outside the laboratory; the other results were not reported. The first sample's initial tpsa result was 40.13 ng/ml accompanied by a data flag and the fpsa result was 45.05 ng/ml. This result was reported outside the laboratory. The first sample's repeat tpsa result was 39.73 ng/ml and the fpsa result was 45.26 ng/ml. Later that day, the patient had another blood sample taken. The second sample's initial tpsa result was 41.43 ng/ml and the fpsa result was 48.69 ng/ml. The second sample's repeat tpsa result was 42.26 ng/ml and the fpsa result was 47.63 ng/ml. It is unknown if there were any adverse affects to the patient from this result. The tpsa reagent lot number was (B)(4) and the expiration date was not provided. The fpsa reagent lot number was (B)(4) and the expiration date was not provided. The service representative tested both samples on an elecsys 2010 analyzer and the tpsa results were higher than the fpsa results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer provided patient sample for investigation. The discrepancy seen by the customer was confirmed on the e601 analyzer. The results from the e2010 and centaur analyzer were compatible and the e2010 is likely the true tpsa result. Based on the results of the investigation, there is an interfering substance in the patient sample that impacts the testing method on the e601, which includes a prewash. The e2010 and competitor methods do not require this prewash. Igm antibodies in the patient sample which specifically cross-link complexed psa can form aggregates during prewash. Aggregation could lead to decreased signals and therefore lower recovery of the analyte.